Event description:
It was reported that "the trocar tip was dirty." The device was not used.

Manufacturer narrative:
At this time a device investigation had been started but not yet completed. Once the device investigation has been completed a follow-up MDR will be submitted.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) in an opened package. Examination of the device confirmed that debris was present on the tip of the obturator. Device testing confirmed the debris was biological in nature. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. Based on the lot control sheet indicating the device passed all applicable tests and inspections prior to release, on the cleaning validation and routine monitoring showing current decontamination processes are capable of cleaning worst-case devices, on the unknown conditions of the device handling after release, and because the device was returned in an opened package, it could not be determined when the debris was deposited on the device. As a precautionary measure, a retraining for trocar inspection and packaging personnel will be performed. This is the first complaint that sss has received for debris on this type of device.